Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s spouse called to report that the patient feels like being shocked when transmitting. A follow up with the patient¿s healthcare provider was unavailable as the patient could not be identified. The device and remote monitor remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.